Event description:
It was reported that the patient presented for a follow-up in clinic. Upon reviewing the diagnostic imaging result, it was noted that the atrial lead had dislodges resulting in failure to capture. The atrial lead was explanted and replaced. The patient was in stable condition.